Event description:
It was reported pt had leg weakness, fell multiple times, and urinated in the bed the night prior. Leg weakness/falling/incontinence was never brought to my attention prior to on (B)(6) 2025. The pt's wife was instructed to go to the ER immediately and call the pain physician's office. The system was removed upon arrival. Issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: screening de vice. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.